Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The actual date of the event is unknown. It was reported that the event was "recently" therefore, the date is selected as (B)(6) 2017 (the first of the month). Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there is no allegation of deficiency against any fresenius product. The causal event of the peritonitis is unknown, however, the culture results of staphylococcus epidermidis suggests a possible breach in aseptic technique. It is believed that (B)(6) species peritonitis is due to touch contamination. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient has had an infection recently. Follow-up information with the patient¿s pd nurse revealed that the patient was diagnosed with peritonitis on an unknown date. The pd fluid culture was positive for gram-positive staphylococcus epidermidis. Per the pd nurse, the patient is recovering from the event of peritonitis and continues with continuous cycling peritoneal dialysis (ccpd) on the liberty cycler with no reported issues.